Event description:
It was reported that 5 bd micro-fine¿+ pen needles were unable to deliver insulin the following information was provided by the initial reporter, translated from (B)(6): the customer said the insulin fluid couldn't inject, and the pen needle was clogged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and no needle clog fail was found.

Event description:
It was reported that 5 bd micro-fine¿+ pen needles were unable to deliver insulin. The following information was provided by the initial reporter, translated from chinese: the customer said the insulin fluid couldn't inject, and the pen needle was clogged.